Event description:
Patient was in undergoing a left lower extremity split thickness skin graft placement with grafting from the patient's bilateral thighs. The surgeons encountered instrumentation issues with both the dermatome and mesher. The dermatome did not cut at the appropriate depth, resulting in a donor portion of skin not being the correct thickness. The mesher also malfunctioned. When the donor skin was fed through the mesher, it did not come out in one piece. As a result, this portion of skin was not usable for grafting. A second dermatome and mesher were obtained and used without incident. Upon comparison, it was noticed that the mesher came up from spd incorrectly, with the back plate of the mesher placed backwards, with the "comb" edge facing outwards. Both the first dermatome and mesher were removed from service and spd management was notified. Mesher was assembled incorrectly in spd. Cause of dermatome malfunction unknown. Surgical team had to harvest from additional donor sites to attain adequate donor skin for grafting.